Manufacturer narrative:
Device evaluated by MFR:the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the guide wire tip detached. Vascular access was obtained via the left femoral artery. Angiography was performed indicating multiple lesions to be treated. The physician first opted to treat multiple 80% stenosed lesions in the distal right superficial femoral artery. Atherectomy was performed with a non bsc device. Pre-dilation was performed with a non bsc balloon catheter followed by deployment of a non bsc bare metal stent. Post-dilation was performed with the same balloon catheter. Runoff angiography was performed. A 7x10cm introducer sheath was placed. Left and right arteriograms were performed. The left anterior descending (lad) artery was noted to be 80% stenosed in two areas and very calcified with severe in-stent stenosis distally. A 7fr jcl4 guide catheter was placed. The 185cm kinetix wire was advanced, resulting in no flow. A 2.5x20mm non bsc balloon was advanced and inflated twice ¿ to 10atms/11sec and to 14atms/20sec. The balloon catheter was removed and an angiogram was performed. A 2.5x28mm non bsc stent was advanced, but was unable to cross the lesion. The stent was removed and a 185cm pt2 moderate support guide wire was advanced along side the kinetix to utilize a buddy wire approach. A new 2.5x20mm non bsc balloon was advanced and inflated twice ¿ to 20atms/25sec and to 10atms/25sec. The 2.5x28mm non bsc stent was re-advanced and deployed at 14atms/15sec. The stent catheter was removed and an angiogram was performed. A 3.0x23mm non bsc stent was advanced proximal to the first stent and deployed at 18atms/16sec. The stent catheter was removed and an arteriogram was performed. A 2.5x23mm non bsc stent was advanced to the distal lad and deployed at 14atms/15sec. The stent catheter was removed and an arteriogram was performed. The wires were removed; however, the tip of the kinetix wire became detached. After multiple unsuccessful attempts to rewire over an hour and a half, the wire tip could not be removed. The lad had occluded at the site of the wire fragment. The patient was transported to the or for emergency open heart surgery where the kinetix wire tip was successfully removed. There were no additional patient complications reported and the patient's status is ok.